Manufacturer narrative:
The user was found deceased at home on (B)(6) 2026, and the cause of death remains unknown. Engineering review found no malfunction alerts or motor errors indicating inaccurate insulin delivery, and the available logs showed that the ilet adjusted insulin delivery in response to cgm glucose and generated the appropriate glucose and system alerts. Multiple low-glucose and urgent-low-glucose alerts were recorded before the reported death; however, the available information does not establish that hypoglycemia caused or contributed to the death. The device was not returned for physical evaluation, no autopsy is expected, and the user reportedly had an underlying cardiac condition and other health conditions. Based on the available evidence, the ilet behaved as intended, no device malfunction was identified, and the cause of death could not be determined. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
It was reported that a user was found deceased at home and had reportedly been experiencing episodes of low blood sugar while using the ilet prior to the event; whether the device was in use at the time will require confirmation, and concerns specific to the device could not be characterized due to insufficient information. Symptoms included insufficient clinical detail to characterize pre-event physiological status. Outcomes included death. Investigation included interviews and communications with the healthcare provider and analysis of information provided by third parties. Investigation of this case revealed no findings due to insufficient information, and no specific device component or malfunction could be identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.